Manufacturer narrative:
The reported event of MRI mode unable to be programmed was confirmed. Review of the information provided found that the steps to set the device to MRI mode were not completed by the user, resulting in ¿MRI enabled¿ not prompting for the user.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator was found in backup vvi mode after an MRI scan. It was noted that the device was unable to be programmed to the proper MRI settings prior to the scan so alternate programming changes were made. The required tests were able to be performed. The device was restored successfully. The patient was in stable condition.